Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2013 at 21:07:48. During night drain cycle four, the patient's ultrafiltration reading was 1582ml, indicating the patient drained 1382ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation was completed. This complaint is an ancillary service event. The increased intra peritoneal volume (iipv) event was confirmed through an event history log review. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.